Event description:
A "sensor error" message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced feeling "dizziness, sweating, shaking and headache". The customer was in contact with the healthcare provider and self treated with peanut butter sandwich and still got a low blood glucose reading of 59 obtained on an healthcare meter. Additionally, the customer also received a treatment of glucagon injection and tablet for hypoglycemia treatment. A blood glucose of 156 mg/dl was later obtained and no other treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned applicator, cap and sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Low signal was observed on sensor. Clinical and historical data was reviewed and data analysis showed sensor properly functioning. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced feeling "dizziness, sweating, shaking and headache". The customer was in contact with the healthcare provider and self treated with peanut butter sandwich and still got a low blood glucose reading of 59 obtained on an healthcare meter. Additionally, the customer also received a treatment of glucagon injection and tablet for hypoglycemia treatment. A blood glucose of 156 mg/dl was later obtained and no other treatment was provided. There was no report of death or permanent impairment associated with this event.